Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post a rotational atherectomy procedure, the burr became stuck in lesion and the patient experienced hypotension. On (B)(6) 2012 - the patient underwent a percutaneous coronary intervention (pci) procedure, with rotational atherectomy to the left anterior descending (lad) artery. The patient had transient hypotension during the procedure but the procedure was successful. On (B)(6) 2012 - the patient received a second pci with rotational atherectomy to the heavily calcified right coronary artery, however, the burr became stuck, and attempts to remove were unsuccessful. The patient developed hypotension requiring intravenous adrenaline support. The cardiothoracic surgeons were called in. No surgery was required as the bur was able to removed before the assessment by the surgeons was made. The patient developed an esophageal laceration requiring urgent endoscopic treatment. The patient was treated in the intensive care unit and discharged (B)(6) 2012.

Event description:
It was reported that post a rotational atherectomy procedure, patient experienced low blood pressure. A hong kong new paper article reported that post rotablation the patient experienced low blood pressure. The patient was discharged in (B)(6) 2012. No additional information provided.